Event description:
It was reported via voluntary medwatch that a hemodialysis (hd) patient experienced a dialyzer reaction during treatment while utilizing the optiflux f180nr dialyzer. The patient¿s treatment was initiated on (B)(6) 2025, at 0611 local time. The patient¿s pre-treatment vital signs were blood pressure (bp) 157/115, pulse (p) 96, respirations (r) 18, and temperature (t) 96.7. The treatment was started utilizing a fresenius 2008t machine, optiflux f180nr dialyzer, combiset bloodlines, normal saline, dialysate of granuflo 2.0k, 2.5ca, 1.0mg, 100 dextrose, and naturalyte bicarb. At 0848 the patient reported itching. The patient was administered benadryl 50mg intravenous push (ivp). Treatment was continued. The patient verbalized relief from the itching at approximately 0900. Treatment was completed at 1000. The patient¿s post-treatment vitals were bp 110/62, p 83, r18, and t 96.6. The patient was discharged home alert and oriented. The optiflux 180nr was added as an allergy. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. One lot was found to have been delivered in this time period. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one non-conformance (nc) in the production of this lot which was unrelated to the reported complaint event. There was no indication of product nonacceptance, deviation, nc, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
It was reported via voluntary medwatch that a hemodialysis (hd) patient experienced a dialyzer reaction during treatment while utilizing the optiflux f180nr dialyzer. The patient¿s treatment was initiated on (B)(6) 2025 at 0611 local time. The patient¿s pre-treatment vital signs were blood pressure (bp) 157/115, pulse (p) 96, respirations (r) 18, and temperature (t) 96.7. The treatment was started utilizing a fresenius 2008t machine, optiflux f180nr dialyzer, combiset bloodlines, normal saline, dialysate of granuflo 2.0k, 2.5ca, 1.0mg, 100 dextrose, and naturalyte bicarb. At 0848 the patient reported itching. The patient was administered benadryl 50mg intravenous push (ivp). Treatment was continued. The patient verbalized relief from the itching at approximately 0900. Treatment was completed at 1000. The patient¿s post-treatment vitals were bp 110/62, p 83, r18, and t 96.6. The patient was discharged home alert and oriented. The optiflux 180nr was added as an allergy. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: based on the available information, there is a temporal and a possible causal relationship between the fresenius optiflux f180nr dialyzer and the patient¿s reaction (characterized by itching) with the administration of benadryl as the reaction was reported to have occurred during treatment. Although rare, hypersensitivity or anaphylactoid reactions to dialyzers are a known risk during hemodialysis. The exposure of the patient¿s blood to a foreign substance present in the extracorporeal circuit is the result of an immunoallergic response. There is no evidence of an optiflux f180nr dialyzer product deficiency or malfunction, but rather a possible bio-incompatibility between the patient and the membrane material. However, although there is no allegation or evidence of a product malfunction or deficiency, the optiflux f180nr dialyzer cannot be excluded as causing or contributing to the patient¿s adverse event.